Event description:
It was reported that the implantable cardiac monitor (icm) "popped out on its own". The device was replaced with a new implantable cardiac monitor (icm). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.